Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (arm) due to feeling insulin leaking on the skin, the pod's cannula was found to be dislodged and the site appeared swollen. No specific treatment information was provided.